Event description:
A customer reported an issue with their freestyle flash meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation upon returned meter. Memory overwrite was observed. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.